Manufacturer narrative:
Product ID 3877-45, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2012-(B)(6), product type lead. (B)(4).

Manufacturer narrative:
Product ID 3877-45, lot#v763394, product type lead.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of this device found that the lead body was cut at the outer insulation. The outer insulation was cut 20.5 cm from the distal end.

Event description:
It was reported that a spinal core stimulation (scs) lead migrated and required a lead revision procedure. While carefully removing tissue from the implanted lead, the lead got 'possibly damaged' and was replaced. The health care professional (hcp) thought the lead was damaged since he felt some resistance while dissecting and blood was noticed inside the lead. No patient symptoms were reported.